Event description:
It was reported that the device would not power on. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not power on. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of the failure to be in ic chip, designator u17.